Event description:
Two stents inserted through 7 french guide simultaneously. One stent pulled other stent off the balloon tip during insertion. Stent recaptured by inflating balloon inside guide. All equipment removed. Stent retrieved. Pt unharmed.